Event description:
Discordant chloride results were obtained on patient samples on an advia 1800 instrument. It is unknown if the discordant results were reported to the physician(s). Some samples were rerun on the same instrument and some samples were rerun on an alternate advia 1800 instrument, all of which resulted differently upon repeat testing. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The ion selective electrode (ise) seals had been replaced and the ise module had been cleaned during prior troubleshooting, and discordant results had been obtained after the troubleshooting. The cause of the discordant chloride results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00400 was filed on august 16, 2013. Additional information (08/27/2013): a siemens field service engineer (fse) replaced the ion selective electrode (ise) electrode and the ise module and verified the instrument functionality. The cause of the discordant chloride results was a malfunction of the ise module. This instrument is performing according to specifications. No further evaluation of this device is required.